Manufacturer narrative:
B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate. Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of unable to exclude device problem following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event, and batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that catheter issue occurred. An opticross 6 hd catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation, the device showed no image and air was not removed from the catheter during flushing. The procedure was completed using alternate device. No patient complications were reported.